Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No unexpected restart was noted during testing. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
It was reported that the customer received a button error on her insulin pump while at the beach. The customer stated that she was using a back-up pump. She further explained that she let the insulin pump sit and it started working again, but then kept restarting itself. The customer did not wish to powershoot for this issue. She also stated that there was physical damage to the insulin pump. The customer was advised to discontinue use and revert to a back-up plan. Her blood glucose was 90 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).